Event description:
The customer reported being hospitalized for low blood glucose. The customer stated that she changed the infusion set and noticed that her insulin pump vibrated and the screen showed low reservoir. The customer stated that she just had filled the reservoir, and she noticed the reservoir was almost empty. The customer was treated with 300 units of glucose. Troubleshooting was performed. The customer stated that she has worn the insulin pump during a cat scan, mammogram, and x-rays in the past. Ran a displacement test and the device passed the test. The customer's blood glucose reading was 184mg/dl during the call. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.